Event description:
Allegedly removed due to infection.

Manufacturer narrative:
Conclusion: no failure detected and product within specification.the product was not returned.(B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00984.